Event description:
Boston scientific received info that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shocks while sleeping due to changes in the signal. This pt had received one inappropriate shock in the past due to oversensing on an abdominally implanted pacemaker. No adverse pt effects were reported. Data was sent to boston scientific technical services (ts) for review. A ts consultant reviewed the data and discussed that the first two episodes were appropriately treated for ventricular tachycardia (vt). There are subsequent treated episodes that show polymorphic vt leading to some double counting. In addition, later episodes were recorded either due to noise being oversensed or changes in amplitudes that resulted in double counting. The noise is consistent with muscle movement most likely from postural changes or exercise. The shock impedance for all shock deliveries were within normal range. The ts consultant provided additional testing and troubleshooting that could be performed to better optimize therapy mgmt for this pt. The s-ICD remains implanted and in service.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.